Event description:
No additional information was provided.

Manufacturer narrative:
Device evaluation: upon return, visual inspection of the returned product revealed the distraction rod component had visible score marks and laser marks. The returned rod was observed to have been distracted. The device's work order was reviewed and confirmed the device passed all inspections per the acceptance tests which indicated the rod was manufactured by the specified requirements and met all the required quality inspections prior shipment third party evaluation: qualitative assessment of the reported corrosion damage on the implant was assessed via scanning electron microscopy and chemical energy dispersive x-ray (edx) analysis of the implant surface and debris. Despite initial indication of substantial implant corrosion and corrosion debris, there was little indication of wear/corrosion (i.e. Fretting, pitting and crevice) associated with the implant components was found. Complex carbon based deposits were observed that are heterogenous in composition. Prior to removal of this debris the piston was easily manually manipulated in the sheath (smooth movement) exposing non-carbonated virgin-like surface coated in spots with silicone-like deposits. Minor precipitates on the material surface were silicone and carbon based protein precipitates and not ti-rich deposits. This indicates a lack of mechanically assisted corrosion occurring at the implant modular connections. Device records review: review of the device history records for the rod confirmed that it met all of the required quality inspection criteria prior to release.

Manufacturer narrative:
The device has been returned and is pending evaluation. The root cause is unable to be determined at this time. A supplemental report will be submitted upon completion of device evaluation.

Event description:
Information was received that a revision was performed for a final fusion. As per the reporter, upon explant the rod was noted to have corrosion and there was metal wear debris in the tissue. No patient harm was reported.